Event description:
"Y-piece broken off".

Manufacturer narrative:
It was reported that while administering medication, it was noted that the "IV was no longer attached to fluids". Due to this, leaking occurred. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.